Event description:
The complainant reported that a (B)(6) female pt was admitted to the facility's cath lab with an st-segment elevation myocardial infarction (stemi). The catheterization revealed an acute occlusion of the circumflex artery (x) and a 4 plus mitral regurgitation (4+mr). The cx was stented and on (B)(6) 2013 an impella cp was placed with the aid of an oscor sheath. There were no insertion problems reported, and the pt's groin was reported as looking fine after implant. The following day the insertions site was found to be oozing. In the afternoon of (B)(6) 2014 the pt became agitated and she pulled the catheter and the repositioning sheath back by about 3cm. This led to a "positioning wrong" alarm, as well as multiple suction alarms, and steady bleeding, which was caused by the repositioning sheath being backed out. The suction alarms were attributed to the consistent bleeding from the impella's insertion site. The repositioning sheath was pushed back in 3cm; the insertion site was reported as looking better, but there was still bleeding, though there was no continued oozing. The pt's hemoglobin was found to have dropped from a 10.5 reading on (B)(6) 2014 to 7.2 on (B)(6) 2014. The clinicians discontinued administering systematic heparin and added a sandbag for pressure, but the bleeding continued. The pt underwent transfusion of 2 litres of blood. The clinicians decided to wean the pt and explant the device early because of the continued bleeding and because the pt could not be administered heparin. The impella cp was explanted from the pt on (B)(6) 2014 after >44 hrs of pt support. Upon device removal there was no initial bleeding, and no need for pressure to be applied. Pedal pulses were lost temporarily. A thrombus was observed on the impella pigtail following explantation, but the pulses were regained shortly thereafter, without any action being required. Hemostasis was reported to have been achieved. An echo was performed which revealed moderate mr with an ejection fraction of 40% (from a low of 25% upon admittance). The pt support was reported as successful, and the pt reported to be in stable condition.

Manufacturer narrative:
The device is currently undergoing eval. Upon the conclusion of the eval a supplemental medwatch report will be submitted. (B)(4).